Manufacturer narrative:
The electrode lot number and expiration date were not provided. The calibration was within specifications. The field service engineer found the dilution cup was worn and the sipper nozzle had wear on the tip. He rotated the dilution cup so that the sipper nozzle did not go into the worn area and replaced the sipper nozzle, pinch valve tubing, and vacuum nozzle. The ion-selective electrode checks passed without error. Calibration, qc, and precision checks passed within specifications. The investigation determined that the service actions had resolved the issue.

Event description:
There was an allegation of questionable results from the cobas c 303 analytical unit. The initial sodium result was 151 mmol/l. The repeat result from an abl analyzer was 145 mmol/l and the repeat result from the cobas c303 analyzer was 146 mmol/l. The questionable result was not reported outside of the laboratory. The result of 146 mmol/l was believed to be correct.